Event description:
It was reported by the plaintiff's attorney that in or around (B)(6) 2007, plaintiff was implanted with the ams miniarc medical device with the intention of treating her stress urinary incontinence. Plaintiff's attorney alleged that "after, and as a result of the surgical implant," plaintiff has "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery," and other injuries. The plaintiff's attorney also alleged, "plaintiff has experienced significant mental and physical pain and suffering, has undergone multiple surgeries and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.